Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the device produced heat. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device produced heat and excessive noise. It was further determined that the device failed pretest for temperature assessment and noise assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.